Event description:
It was observed that during the device evaluation, the flex video scope nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component analysis of the foreign material was not conducted; therefore, the cause could not be established. The event can be detected/prevented by following the instructions for use which state: following operation manual chapter 3 preparation and inspection. And reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.